Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with his onetouch lancing device, specifically that the lancet holder was damaged. The complaint was classified based on the customer service representative (csr) documentation. The patient could not specify exactly when the reported issue with the lancing device began. In addition to the lancet holder damage, the patient also reported that the lancet was not fully penetrating the skin. The patient stated that he manages his diabetes using a combination of diabetes medications (details not provided), and reported that approximately 3 months ago he increased his food and/or drink consumption in response to the reported issue. The patient reported developing symptoms of ¿shaking¿ an unknown time after the alleged lancing device issue began. The patient reportedly self-treated by increasing his food/drink consumption. At the time of troubleshooting, the csr noted that it was not the first use of the product as the lancing device had been in use for approximately 2 years, also there was no known misuse of the product and the patient¿s testing technique was correct. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.